Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of "low" on the continuous glucose monitor ; although specific value was not provided. Elevated bg was address by consuming carbohydrates. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Reportedly, customer continued to use the pump for insulin delivery.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction issue was verified, but the low bg issue could not be verified.